Event description:
Literature: gould jc, dholakia c. Robotic implantation of gastric electrical simulation electrodes for gastroparesis. Surg endosc. 2009; 23(3): 508-512. Summary: the objective of this study is to determine whether robotic surgical systems may provide surgeons with several technical and ergonomic advantages during the implant procedure, compared to a standard laparoscopic approach. Over a 26 month period, 15 patients were implanted laparoscopically (total n = 30 leads, 2/patient), and 7 patients implanted robotically using the davinci surgical robotic system (total n = 14 leads, 2/patient). Mucosal perforation was observed in both surgical groups, with the majority of perforation observed in the laparoscopically implanted group. It was reported that the patient experienced a 1st-pass perforation (mucosal perforation on first attempt at electrode placement) during laparoscopic placement of electrodes. No perioperative complications including infections were noted. This event was the only robotic perforation during the 26 month course of the study. See manufacturer report number: 2182207200902689.

Manufacturer narrative:
See scanned pages.